Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. As per the clinical information provided, the patient was excessively and aggressively moving during the CT scan which let to the pump getting out of position across the aortic valve. Therefore, the root cause of the positioning issue was patient movement.

Event description:
The user facility reported a 54-year-old male was implanted with an impella device for mechanical circulatory support. The us complainant had a cp pump delivered to support patient admitted in stemi (st elevation myocardial infarction) with mvd cad (multivessel coronary artery disease) . The pump was placed along with ECMO (extracorporeal membrane oxygenation). The pump came out of position in the CT (computed tomography) suite and the pump was pulled out and explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.